Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a capsule rupture. Vitrectomy was performed and another lens of different model was implanted successfully. Reportedly, the patient is currently being treated and the current vision was reported as "20/400" due to suprachoroidal hemorrhage. Reference MDR#: 1313525-2015-01485 for lens used during the procedure.

Manufacturer narrative:
The delivery device has been returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.